Event description:
It was reported that the pt was having a hard time getting coupling. The pt was scheduled to have a revision to change the implantable neurostimulator location from the back to the front. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).